Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that there was a speaker malfunction inop and no tones on bootup. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The device was returned for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional confirmed the allegation. The bench repair technical replaced the speaker and the speaker issues were resolved.